Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This event is two of two for the same patient during subsequent treatments.

Event description:
A peritoneal dialysis (pd) patient reported noticing some moisture inside the cycler door at the end of the treatment after removing the cassette in step 9. The patient stated that this happened for two days in a row. The patient was advised to discontinue the use of that cycler and revert to manual supplies while waiting for the new cycler to be delivered. Upon follow up with the patient and the pd nurse, it was determined that the patient had not experienced any adverse events as a result of these two incidents.